Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the balloon burst at full deployment. No extra volume added to the balloon. The valve was deployed successfully. The delivery system was removed successfully. The patient was doing well post procedure. Per medical opinion, the balloon burst was due to patient factors of severe calcification.

Manufacturer narrative:
The commander delivery system was returned after use in the procedure. Procedural imagery provided by the site showed the patient¿s native annulus was severely calcified. The patient¿s access vessels had mild calcification and tortuosity. Visual inspection revealed a longitudinal balloon burst. Dimensional inspection revealed all measurements met specification. Due to the nature of the complaint functional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The complaint history was reviewed and additional returned complaints for balloon burst were found.  The complaints were reviewed based on similar reported events and associated root causes/evaluation codes, and no confirmed manufacturing non-conformances were identified on the similar complaints.  The review of complaint data found that the complaint rate did not exceed the march 2020 control limit for the applicable trend category. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was confirmed from visual inspection of the device and the provided imagery. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the complaint event description, ¿balloon burst at full deployment. Per medical opinion, the balloon burst was due to patient factors severe calcification.¿ the patient¿s annulus was observed to be severely calcified in the provided imagery. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, a definite root cause is unable to be determined. It is possible that patient factors (annulus calcification) may have contributed the event. The complaint for balloon burst was confirmed based on the condition of the returned device, but no manufacturing nonconformities were found in the returned sample. Available information suggests that patient (annulus calcification) factors likely to the reported event. The complaint occurrence rate did not exceed the monthly control limit for the applicable trend category. Since no edwards defect or IFU/training inadequacies was identified in the evaluation, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.